Event description:
It was reported that the patient had their device put in in (B)(6) 2012. They were going to remove it on 2014-(B)(6) because the patient got pain in their back and going down their legs when it was on. The patient had pain from where it was put in. The patient got it turned so the pain in their back and legs was better, but the pain where it was located was not. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, lot# serial# unknown, product type lead. (B)(4)